Manufacturer narrative:
D02: intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps (fbf) instrument associated with this complaint and completed investigations. Failure analysis (fa) investigations confirmed the reported complaint. The instrument was found with damaged insulation to the conductor wire near the distal idler pulley. The material appeared to be lifted off; however, there was no bare wire exposed. No material appeared to be missing. The electrical continuity test still passed. There was no thermal damage observed. Fa found the primary failure of insulation damage - conductor wire to be related to the customer reported complaint. The root cause is attributed to a component failure for the insulation damage to the conductor wire.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps (fbf) be returned for evaluation, but it has not yet been returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product or this event. A review of the submitted image was performed by an isi failure analysis engineer (fae). The following additional information was provided: the image of the fenestrated bipolar forceps instrument shows the plastic molding that keeps the conductor wire attached to the base of the grips has started to come apart. A review of the instrument log for the fenestrated bipolar forceps instrument (part#471205-17 / lot# n10210118 0328) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2021 using system sl0515. The instrument have 6 remaining usable lives. The fenestrated bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). This complaint is being reported based on the following conclusion: it was alleged that the instrument had conductor wire damage, with no evidence or claim of user mishandling or misuse. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was found to have damage to the conductor wire insulation. There was no report of patient involvement, mitigating any potential harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter identified a partial broken black cable after reprocessing; it is not known if visual inspection took place before reprocessing. There was no thermal damage identified to the instrument or any loss of cautery associated with the broken cable. Prior to instrument's last use, visual inspection was performed and no damage was observed. The instrument did not collide with any other instrument or tool during the procedure. After the procedure was completed, the instrument was not inspected for any damage.